Event description:
The patient reported she was at a hair salon when her bg dropped to 35. There was an off-duty nurse in the salon and she assisted the patient to treat her bg with oral carbohydrates. The patient was confused, felt like she "was unable to move", was dizzy, shaking and could not self-treat her bg of 35. The recovery from the hypoglycemia required more than one treatment of oral carbohydrates. The patient denies she overcorrected or over bolused with the vgo when she had hypoglycemia. She states, "I think something was going on with the device, but I don't know what." Patient reports she boluses per sliding scale for correction plus 1 click for 15 grams of carbohydrate intake at each meal.